Event description:
It was reported, that a "session ended. I have a new transmitter", message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed, due to 0 vdc. A review of the share logs was performed, and a "session ended" message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the session ended with a new transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of the session ending with a new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.